Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead underwent a non-device related procedure. Following the procedure, this lead exhibited low pacing impedance measurements. It was also noted that sensing was inadequate and loss of capture was observed. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.